Event description:
It was reported that approximately (B)(6) ago, the patient presented emergently with a ruptured aneurysm. The physician commented that there were fresh clots noted in the stent graft and abrasions through the fabric of the graft material. The cause of the aneurysm rupture is unknown. The patient was converted to an open repair and the stent grafts were explanted (ref MFR # 2953200-2007-00397). The explanted stent grafts were received and their evaluation has been completed. The devices were explanted during surgical conversion due to a ruptured aaa. Five years ago, the patient presented for a routine follow-up and CT demonstrated that the aneurysm sac was growing due to stent graft migration, with separation from the aortic cuff and a type iii endoleak. Vessel morphology was reported as disease progression resulting in aortic neck dilatation and severe angulation of the aortic neck to 55 - 60 degrees. The patient recently presented with abdominal pain and was found to have a ruptured aaa requiring emergent surgery. When the aaa was opened no proximal type I endoleak was observed; however, fresh clots and several fabric holes were seen on the bifurcate aortic body, which leaked during manipulation. It was also reported that the stent graft had infolded upon itself, and there were visible stent fractures. Attempts to repair the stent graft were unsuccessful, and the decision was made to convert the patient with a 16 mm graft. The patient was reported in stable condition following the explant and conversion. From the examination of the returned devices and clinical information provided, the cause of the aaa rupture could not be determined. No device integrity issues were observed along the proximal seal zone of the bifurcate. However, multiple stent fractures and associated abrasion holes, including multiple suture breaks, were seen on ring 3 near the bifurcate flow divider. Although no endoleak was reported, it is possible that the fabric holes observed by the physician during the open repair, and seen during the explant examination, may have been the source of a type iii fabric endoleak which contributed to the rupture. Similar findings of stent fractures, abrasion holes and suture breaks were also seen on the contralateral limb, and along the proximal ring of the 26 mm aortic cuff implanted five years ago. The cause of these findings could not be confirmed. Films were not provided to evaluate the in-vivo configuration of the stent graft, most of the components were returned detached from each other, and many of the fabric holes were likely covered in-vivo by tissue and/or other components. However, the large amount of suture breaks seen during the examination, and the stent graft infolding seen during the open repair, would suggest that the stent graft was placed in a highly angulated orientation. It was reported five years ago that there was aortic neck dilatation and severe neck angulation which likely contributed to the migration of the bifurcate; it is likely that continued disease progression may have also been a factor.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (ruptured aneurysm), patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).